Event description:
I use the libre freestyle diabetes glucose sensor and reader to monitor daily glucose level to guide my insulin use. This is under a prescription from my pcp. Sensors last for 2 weeks and a new sensor must be applied every two weeks. Over the past year, I have experienced several failures when changing to a new sensor. These have included 2 incidents where an extraneous needle was poking out of the back of the sensor, when it was removed, the sensor never worked. 1 incident of the sensor simply falling off after it was applied. And 1 incident where the reader said the sensor was not compatible, when I reported this problem to libre help line, I was told that the sensor that was refilled at my usual pharmacy in (B)(6) was actually intended for the european market and would not function with a us reader. In each case, I reported the failure to libre and they first offered to ship me a new sensor. This would take 2-4 business days, and when the failure happened on friday evening, it meant I would not have a sensor for almost a week. In several cases they agreed to send me an e-card that I could take to my pharmacy to get an immediate replacement, but I have had repeated problems receiving the email, and have spent hours on the phone tracking this. This high failure rate in a product that is sold to help insulin dependent diabetics manage their disease is not acceptable. I believe this company has a significant quality control problem and does not produce a reliable product. Manage a chronic disease is extremely stressful, patients do not need the additional stress of unreliable products that fail to deliver vital healthcare services. I believe this company needs a complete review of its operational controls to assure a consistently functioning product. Referenced report: mw5118500.